Manufacturer narrative:
Result of investigation: it was determined that there was an error in the assembly of the needle holder. The preload on the handle was too high. According to the manufacturer, the head of the steel assembly department checked the needle holders for defects. At the same time, he inspected the work of the assembly employees. Incorrect assembly. Excessive pretension on the handle. The excessive pretension on the handle results from faulty assembly. When installing the pull-up attachment, in which the pull rod is installed, an incorrect setting was made. The pull rod was screwed too far into the handle, creating increased pressure. If the jaw is repeatedly opened and loosed, the pressure increases progressively, eventually causing the pull rod to break. A production fault can be confirmed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the product had "broken jaws." There is no information that the event caused a harm or serious injury to patient, user or third.

Manufacturer narrative:
It was stated that "jaw didn't close right" and it was furthermore indicated that the defect was mentioned by the or department, but it is unknown if it happened before, during or after surgery. No negative impact in state of health reported. The event is filed under internal karl storz complaint ID: (B)(4).